Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced pocket infection. The whole system was explanted on (B)(6) 2018. The patient was in a stable condition